Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. A primary visual evaluation confirmed the reported complaint of a poor connection with the generator. This was found to be due to rust on the foot pedal. The foot switch was however deemed non-repairable and was returned to the customer upon request, hence is unavailable for further evaluation. Fluid contact with the foot switch is the root cause of the rust on the foot switch. This would have caused the customer to experience the reported complaint. A manufacturing record evaluation was performed for the finished device [lot number : 1206118], and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate, that a vapr 3 generator had poor connection with a vapr 3 footswitch. No surgical delay or patient consequence reported. Customer does not want to provide additional information.